Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date the patient was treated with unspecified antibiotics. The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. It was reported the patient was not hospitalized for the event. On an unreported date the patient was retrained on aseptic technique. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.